Manufacturer narrative:
This report is submitted on april 10, 2017.

Event description:
Per the clinic, the patient experienced pain and non-auditory sensations with device use, resulting in the decision to explant. The device was explanted on (B)(6) 2017, it is unknown if there are plans to re-implant the patient with a new device as of the date of this report.